Manufacturer narrative:
No report of patient involvement. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The customer biomedical engineer was able to free the flush button to resolve the reported issue.

Event description:
The hospital reported the unit had a stuck flush valve. There was no report of patient involvement.